Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot #? Confirm if the reported issue noticed pre-op= before use on patient? , intra-op= during use on patient or both? If both (before use on patient and during use on patient then). Confirm the specific number of devices (total qty actually involved with reported issue). That failed during this reported event /procedure during use on patient? Confirm the specific number of devices (total qty actually involved with reported issue). That failed during this reported event /procedure before use on patient? Was procedure completed successfully? And how? Additional device reported in mw 2210968-2020-00019.

Event description:
It was reported that the patient underwent an unknown procedure in (B)(6) 2019 and suture was used. The suture cutting off during procedure due to less strength. No additional information was provided. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: d4, d10, g1, h4, h6. A manufacturing record evaluation was performed for the finished device batch mmh942 and no non-conformances were identified. Additional information was requested and the following was obtained: the thread keep cutting off during procedures (intra-op). Additional h3 investigation summary: it was received for analysis an empty labeled winding former, a needle-suture piece and a suture piece of product code pn8612h, lot mmh942. During visual inspection of the sample, marks that appears to be by use of surgical instrument on the needle were noted. The sutures piece was examined body fluids were found and the ends of the sutures were cut. Due to the condition of the sample the functional test can¿t be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to condition of the opened sample, the assignable cause of breakage suture suggests an improper handling. Additional h3 investigation summary: it was received for analysis five unopened samples of product code pn8612, lot mmh942. During the visual inspection of five samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no breakage suture was found and the tested samples met the finished goods requirements.